Manufacturer narrative:
Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Additionally an impact or accident might have weakened the fixation of the electrode which led to electrode mobility and continuous wire fractures under the reinforcement of the active electrode. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient is experiencing a reduction in hearing. No impact/ accident has been reported. The patient has been re-implanted on (B)(6) 2017.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is experiencing a reduction in hearing. No impact/ accident has been reported.